Event description:
According to the nurse, "about 3-4 weeks ago", the bag was empty, but the device was still running. The nurse stopped the device before air got into the pt. There was no pt injury.

Manufacturer narrative:
The device was tested and found to deliver within specification.